Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to the electrode belt distribution node. The heat shrink tubing was pulled off of a solder joint in the distribution node, causing the failure. The root cause for the pulled heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was experiencing frequent gong alarms.